Event description:
The customer's boyfriend alleges the customer obtained back to back results of 376 mg/dl and lo. No actions taken on suspect results. No report of an adverse event. Controls were not run. Return requested and replacement was sent.